Event description:
The user facility reported that the doctor attempted to deploy a 6fr angio-seal device in the patients right femoral. The doctor put it in like normal, however when he pulled to seal the artery, the sheath came out of the patient without anything attached. The estimated blood loss was less than 250cc. The patient was a stroke patient. There were no other devices or equipment used with the reported product, the tech held pressure for hemostasis.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Patient weight: requested, not provided. Patient ethnicity: requested, not provided. Patient race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angioseal vip was returned for product evaluation. The returned sample included the mated carrier tube & hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. All the contents were able to deploy as intended. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).